Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto ii cytometer 4/2 system ivd leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "additional information is needed to help determine reportability. Is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No. Carousel leaking. Per customer "leaking near tube lift arm". I asked customer to clarify and she explained that she is unsure if it¿s the sit or the tube lifter but liquid starts to collect under the tube during runs."

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial #: (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: (B)(4). Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a clogged aspirator arm. The clog caused waste to leak over the aspirator arm, into the carousel, through the loader, and to the outside of the instrument. The purpose of the aspirator arm is to vacuum waste coming down from the sit/sip. A clogged or blocked line can contribute to a spill or leak. The fse (field service engineer) flushed out the arm and found a large blood clot had blocked the passageway. The flushing resolved the issue. To help prevent this and maintain optimal performance, the instrument should be properly booted up, shutdown, and maintained per the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, 23-20269-00 version a, on page 149. The fse replaced 640906 - arm wash block v02, however this part had no significance to the issue and was not the root cause. No parts were requested for evaluation because the issue was found and resolved. After the repair, the instrument was performing as expected with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. The bd facscanto ii (IFU), also indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case #: (B)(4). Install date: (B)(6) 2009. Defective part number: 640906 - arm wash block v02. Work order notes: subject / reported: carousel leaking, problem description: carousel leaking, work performed: flushed out aspirator arm. Cause: aspirator arm is clogging. Solution: aspirator arm is clogging. Flushed arm out and found large blood clot inside. Removed clot. No clogging observed after flushing out arm. Customer not in lab at time of service completion. Followed up with customer by email on 3/22 and instrument is working properly. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338942ra, rev. 08/vers. G, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. ID: 3.1.12. Hazard: potential leakage. Cause: potential lack of workmanship during assembly. Harmful effects: potential biohazard exposure. Risk control: qualification and first article inspection. Implementation verification: vp # (B)(4) protocol. Effectiveness verification: vp # (B)(4) report. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: afap. New hazards: none. Root cause: based on the investigation results the root cause was due to a blocked and clogged aspirator arm. Conclusion: based on the investigation results, the root cause of waste leaking outside the facscanto ii instrument was due to a large blood clot clogging the aspirator arm. The fse confirmed the issue after flushing out the arm. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. The bd facscanto ii (IFU), also indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. Root cause: based on the investigation results the root cause was due to a blocked and clogged aspirator arm. Conclusion: based on the investigation results, the root cause of waste leaking outside the facscanto ii instrument was due to a large blood clot clogging the aspirator arm. The fse confirmed the issue after flushing out the arm. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facscanto ii cytometer 4/2 system ivd leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "additional information is needed to help determine reportability. 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No. Carousel leaking. Per customer "leaking near tube lift arm". I asked customer to clarify and she explained that she is unsure if it¿s the sit or the tube lifter but liquid starts to collect under the tube during runs."